Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic esophagectomy procedure, while stapling a vessel, part of the yellow shipping wedge broke off and was stuck in hold of reload. It fell into the patient cavity and got lost in tissue that could not locate and did not removed.